Event description:
Post-op, it was noted the pt had severe signs of pressure on both cheeks after being in a prone position using the prone view cushion. The customer stated, the pressure mark looked like a combination of a burn injury and abrasion. There was no sign of pressure on the forehead or the chin. The pt was a younger boy and the procedure was 5 hrs.

Manufacturer narrative:
Initial info provided by distributor. Update pending after investigation (B)(4).